Manufacturer narrative:
The customer reported that their central nurse's station (cns) is stuck in a boot loop. Customer also states that their uninterruptible power supply (ups) crashed after a recent generator test, causing the cns to shut down. The hdd in slot 0 has became corrupted. No harm or injury was reported.

Event description:
The customer reported that their central nurse's station (cns) is stuck in a boot loop. Customer also states that their uninterruptible power supply (ups) crashed after a recent generator test, causing the cns to shut down. The hdd in slot 0 has became corrupted. No harm or injury was reported.